Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. At the time of this report it was unknown if the patient had recovered from the peritonitis. It is unknown if pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4).